Manufacturer narrative:
Updated h6: added medical device problem code a24. Added component code g07001. Removed type of investigation code b13, as it was inadvertently entered. Updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The gore® cardioform septal occluder instructions for use list new arrhythmia requiring treatment and thrombosis or thromboembolic events resulting in clinical sequelae as potential device or procedure related adverse events.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: median age among the patients was reported to 49 years. A3: majority of the patients in the study was men. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the devices remains implanted. The corresponding author has been contacted in order to receive more information on the device identification, event dates and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed by gore: sørensen h, grove el, hojbjerg ja, andersen a, nielsen-kudsk je, simonsen cz. Recurrent ischemic stroke/transient ischemic attack after patent foramen ovale closure: a cohort study. International journal of stroke. 2024;20(2):196-204. Doi:10.1177/17474930241281120. This is a retrospective study of patients who underwent patent foramen ovale (pfo) closure between november 5, 2018, and may 12, 2023, following an ischemic stroke, tia, amaurosis fugax, or retinal emboli. The study population consisted of 310 patients and device implants used most frequently were the gore® cardioform septal occluder (gso), 190 patients, and amplatzer pfo occluder, 92 patients. Procedural success was 100%. The article reports four cases of device thrombosis and 21 cases of atrial fibrillation in patients with a gso implant. The thrombus was placed with equal frequency on the left and the right side of the device. Thrombus size was not routinely noted. Two of the thrombus patients were positive for anti-phospholipid syndrome and were on dual antiplatelet therapy (aspirin and clopidogrel), and both were switched to warfarin. The majority of patients with atrial fibrillation received medication.